Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2019, the patient's blood glucose level was 487 mg/dl which he believed was due to steroid shots which were received for a knee issue. Subsequently, on the same day he was taken to the emergency room with a blood glucose level of 458 mg/dl, where intravenously saline was administered by the nurses and few chest x-rays were taken. The patient had moderate ketones, but the healthcare professional did not assessed it as dangerous/life threatening. Further, he stayed in the emergency room for 5 hours. Moreover, it was stated that he faced a kinked cannula issue and the blood glucose level was above 500 mg/dl, so he switched out the infusion set in order to treat this. Subsequently, on (B)(6) 2019, he was admitted to the hospital due to diabetic ketoacidosis because insulin was not being delivered due to a kinked cannula disrupting insulin delivery. The infusion set had been used for one day. Moreover, he had high ketones, but the health care professional did not identify it as dangerous and life threatening. During hospitalization, he received saline drip intravenously and insulin injection which resolved the issue. On (B)(6) 2019, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.